Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that there was no audio alarm on the dexcom mobile application. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. A root cause could not be determined.